Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the control panel displayed enter password screen in an arctic sun device. Device would not autofill. The root cause for the other observation noted by the decontamination technician was determined to be a failed control panel. The root cause for the other observation noted by the decontamination technician of needed primed to fill was a failed circulation pump.